Manufacturer narrative:
Device not returned.

Event description:
It was reported that the abutment screw (iunihg) fractured inside of the implant. The doctor was able to remove the fractured piece from the implant. The implant is stable. Tooth location 29.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screws it is recommended to torque at 20ncm. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.